Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, anemia progressed and swelling in the puncture site worsened. An echocardiogram was performed and revealed a formation a pseudoaneurysm under the skin. Echo-guided manual compression was performed and resolved the aneurysm; however, the patient required multiple blood transfusions and a prolonged hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; selected patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.